Event description:
A system alarm occurred during a routine hemodialysis treatment. Troubleshooting of the alarm and rinseback was not performed by the operator, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. The user's guide provides adequate instructions for troubleshooting system alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.